Manufacturer narrative:
As the customer did not retain the finished goods lot number, deviation history review and lot history could not be reviewed. The customer reported that the cannula in their pak was bent at the tip. An image was provided where we could recognize an acute bend at the tip. No physical sample has been returned for further evaluation. A review of the reported pak's bill of materials (bom) shows the suspect product. The root cause of the customer's complaint could be attributed to an error that occurred in the supplier's manufacturing process. The broader investigation is still in-progress at this time for this vendor part to clearly define root cause. Alcon has taken action to determine root cause and implement appropriate corrective based on observed trend for complaints of a similar nature. The broader investigation is on-going and observations and review of the process by engineering has determined a likely cause to be related to the supplier's manufacturing process. The supplier has been notified of this complaint. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that an ophthalmic cannula had bent tip that resulted in two emergency vitrectomies due to the bent tip tearing the capsule during cataract surgery. The surgery was completed after replacing the product with another one.

Manufacturer narrative:
Based on information received following submission of the initial report, the evaluation codes were updated as per primary root cause code. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.